Event description:
It was reported that a patient follow-up two years post-op from a 3 level tdr had led to a mobi-c implant being removed and converted to fusion. This was due to bottom level hardware failure and because the hardware moved from original surgery. Further information regarding patient impact or symptoms leading to the surgery is unavailable.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.